Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00275 on 03-jul-2019. Additional information (15-jul-2019): siemens further investigated the issue. A siemens specialist observed that the low-level quality control (qc) recovered outside of the acceptable range after the discordant results were obtained. The siemens specialist determined that alignment changes from replacing the bent aliquotter probe potentially contributed to the discordant, falsely elevated troponin I (ctni) results. The customer reported that the ctni method was disabled from the evening of 23-may-2019 through the morning of 27-may-2019. During this timeframe, the customer did not report patient results obtained using this instrument. The issue was resolved after the customer service engineer (cse) realigned/verified alignments of the aliquotter probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated cardiac troponin I (ctni) results were obtained on four (4) patient samples on a dimension vista 1500 instrument. Quality controls were within acceptable ranges before the discordant results were obtained on the patient samples. A siemens customer service engineer (cse) was dispatched to the customer's site prior to and after the discordant results were obtained. Prior to the discordant results, the cse replaced a bent aliquotter probe. After the discordant results, the cse verified the alignments of the aliquot probe and sample rack, ran quick check, calibrated the ctni assay, and ran quality controls, which recovered within acceptable ranges. Then, the cse ran a comparison test, which recovered acceptably. The cause of the discordant, falsely elevated ctni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on four (4) patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension vista instrument, and lower results were obtained on the patient samples. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.